Event description:
Report received from the USA stating that the device had "a cut in the hose, and was dry rotten across the bottom of the foot pedal". It was unknown to the reporter whether or not the device was used during the procedure. The date of the event was unknown. No pt or user injuries were reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the hose had a cut/tear in outer covering approximately 2 inches from the device. This is most likely due to mishandling at customer site. The event was confirmed. If additional information is received, a supplemental report will be sent.